Manufacturer narrative:
Age/date of birth: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a as the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon saw a particulate sitting on top of the intraocular lens (iol). The particulate had to be removed from the eye with forceps. The material appeared to be clear and approximately 1.5 mm x 1.5 mm in size. The surgeon stated that in his opinion and based on the visualization through the microscope, the particle appeared to be composed of iol material and not the injector. As the pupil had constricted, the entire iol could not be inspected for any possible missing fragment on the optic body or haptics. As the piece was very small, the surgeon was not concerned about lens stability or patient injury. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. The reported particulate was not saved and therefore, not returned. The customer's reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. There were no complaint related environmental monitoring non conformances within the timeframe the production order was manufactured. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.